Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they performed an x- ray and it showed that the capsule was still in the patient¿s esophagus. The patient will have another x-ray and the physician will determine the next course of action. The patient's current status was stable.